Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead identified fractures in the stimulation end portion of the lead, that are consistent with an overstress condition or sudden event that the lead was subjected to while still in vivo.